Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed motor error alarms. Customer's blood glucose was 32 mg/dl. Customer treated low blood glucose with food. Customer's blood glucose at time of call was 296 mg/dl. After troubleshooting, customer will not be returning the device for analysis.